Event description:
It was reported that the right ventricular (rv) lead had varying thresholds and high impedance due to a lead fracture. The rv lead was cut, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable pulse generator product ID 8042b, implanted: (B)(6) 2009. (B)(4).